Event description:
This is a report of a colleague infusion pump with a failure code 589:317:1254, which may have caused an interruption of delivery. The reported condition occurred during set-up. There was no report of patient involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 7:01:00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with failure code 589:317:1254 was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. There have been no repairs.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4)